Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited beep tones. Upon interrogation it was discovered that this system was displaying high out of range shock impedance measurements greater than 125 ohms. Disk analysis was performed and revealed that there were no suspicious faults or resets stored within device memory. The battery voltage as of (B)(6) 2015 was 3.047 volts and there were no indications of early battery depletion. The shocking coils have higher than expected impedance measurements, most likely due to physiologic changes over implant duration. The shock impedance measurements have risen over the past year approximately 10 ohms. Boston scientific technical services (ts) recommended 3.07 software and setting the out of range measurement reading to 150 ohms. Additionally, if the triad configuration reaches the 145 ohm range to perform a 1.1 joule shock for a true shock impedance measurement. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
It was reported that upon interrogation of this system high out of range shock impedance measurements were seen as well as beeping tones involving this device. Disk analysis was performed and revealed there was no suspicious faults or resets stored within the device memory, and there was no indication of early battery depletion. The shocking coil have higher then expected impedance measurements, most likely due to physiological changes over the implant duration. The shock impedance measurements had risen over the past year approximately 10 ohms. Technical services (ts) recommended 3.07 software and setting the out of range measurements reading to 150 ohms. Additionally, if the triad configuration reached 145 ohm range to perform a 1.1 joule shock for a true shock impedance measurement. Additional information received noted that the right ventricular (rv) lead and device were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that upon interrogation of this system high out of range shock impedance measurements were seen as well as beeping tones involving this device. Disk analysis was performed and revealed there was no suspicious faults or resets stored within the device memory, and there was no indication of early battery depletion. The shocking coil have higher then expected impedance measurements, most likely due to physiological changes over the implant duration. The shock impedance measurements had risen over the past year approximately 10 ohms. Technical services (ts) recommended 3.07 software and setting the out of range measurements reading to 150 ohms. Additionally, if the triad configuration reached 145 ohm range to perform a 1.1 joule shock for a true shock impedance measurement. Additional information received noted that the right ventricular (rv) lead and device were explanted. The device was returned. No additional adverse patient effects were reported.